Event description:
Related manufacturer reference number: 2017865-2022-47398. Related manufacturer reference number: 2017865-2022-47399. Related manufacturer reference number: 2017865-2022-47401. It was reported the patient presented in clinic for follow-up. Examination of the wound revealed the pocket had become infected with signs of puss, bleeding, and deterioration of skin which exposed the implantable cardioverter defibrillator (ICD) and leads. The entire ICD system was explanted. The patient was in stable condition.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.